Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted dust on the ram (random access memory). The dust was removed and the central processing unit board and ram were reconnected. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the ventilator display was noted to be blank. There was no report of patient involvement.